Manufacturer narrative:
Further investigations of the sample revealed it contains an interfering factor against the streptavidin component of the ft3 and t3 assays. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two samples from the same patient tested with elecsys ft3 iii on two cobas 8000 e 801 modules and a cobas e 411 immunoassay analyzer. The second sample also generated discrepant results for elecsys. The values generated at the customer site were reported outside of the laboratory to a physician. This medwatch will apply to the assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft3 assay. Refer to the attachment for all patient data. The first sample was initially tested at the customer site on their e 801 analyzer on (B)(6) 2020. The second sample was tested on the customer's e 801 analyzer on (B)(6) 2020. The first sample was repeated on an abbott architect analyzer. The first sample was also treated with polyethylene glycol (peg) and repeated on the customer's e 801 analyzer. The samples were provided for investigation, where they were tested for ft3 on a second e 801 analyzer and an e411 analyzer on (B)(6) 2020. The test was repeated on the e 801 analyzer and e411 analyzer used for investigation on (B)(6) 2020. The serial number of the customer's e 801 analyzer was requested, but not provided. The reagent lot number and expiration date used on this analyzer is unknown. The serial number of the e 801 analyzer used for investigation is (B)(4). Reagent lot number 440506, with an expiration date of march 2021 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Reagent lot number 472236, with an expiration date of september 2021 was used on this analyzer.